Event description:
Caller reports pt has a wavewriter alpha stimulator and the remote is displaying "cannot go into MRI mode". Redirected to boston sci. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."